Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. The reported symptom of ec 105 was confirmed through the history log. However, the evaluation could not reproduce the reported symptom. The motor would intermittently seize when the gears were turned. The motor was replaced.

Event description:
It was reported that a pump displayed system error 105 in the error log. It was also reported that there was no known pt incident.